Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after device preparation per the supera self-expanding stent system (sess) instructions for use (IFU) and vessel pre-dilatation with a 7 x100 mm balloon dilatation catheter (bdc) several times throughout the length of the mid superficial femoral artery (sfa), the supera stent could not be fully deployed/advanced from the sheath. The initial push on the thumbslide advanced the stent approximately 1 cm. Despite thumbslide advancing 12-15 times, the stent could not be deployed. The sess including the stent was removed from the anatomy without further issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.